Event description:
Related manufacturer reference number: 2017865-2022-09107. It was reported that the patient presented in clinic for follow up. The pacemaker and programmer were having overestimation issues. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of overestimation was not confirmed. The device was received in normal range of operation. Device was found to be programmed to rate responsive mode which allows the device to automatically change settings which can cause a change in longevity. Electrical and mechanical testing found no anomalies. Longevity assessment found to be within normal limits.

Manufacturer narrative:
Correction d6a date of implant was corrected to (B)(6), 2013.